Event description:
It was reported that the balloon ruptured. A 10mm x 2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured right after starting inflation at 12atm. The device was then simply pulled out from the patient's body. The procedure was completed with another of the same device. There was no patient complications. The patient's condition was good post procedure.